Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced blood glucose fluctuations with a lowest reported glucose of 61 mg/dl and hyperglycemia with levels over 400 mg/dl while frequently pausing the system, using ¿less than meal¿ entries as corrections, not responding to dosing stopped events, and connecting the insulin cartridge to the adapter outside of the chamber, which constituted a use-of-device problem; a factory reset was completed, insulin delivery was resumed. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included a delay to treatment or therapy due to device pausing and nonresponse to dosing stopped events without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the appropriate device component term was not available for coding, while the reported issues were related to use of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.